Manufacturer narrative:
This report is for an unknown pins-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: scher, m et al (1991),combined intertrochanteric and chiari pelvic osteotomies for hip dysplasia , the journal of bone and joint surgery (1991) july, volume 73(4) pages 626-631 (south africa). This study aims to evaluate the result of combined intertrochanteric and chiari osteotomy in the treatment of severe hip dysplasia with degenerative changes. Between 1979 and 1987, a total of 28 patients (4 male and 24 female) with an average age of 28 years (range, 18 to 42 years) who underwent combined intertrochanteric and chiari pelvic osteotomy for hip dysplasia were included in the study. The intertrochanteric osteotomy was performed using an ao blade plate. The mean duration of follow-up time was 5.5 years (range 2.5 to 10). The following complications were reported as follows: 28 patients (18 hips) had mild pain. 28 patients (4 hips) had moderate pain which limit patients activities. 28 patients (2) had a marked limp. 28 patients (6 hips) had a slight limp. Positive trendelenburg sign. 6 patients had leg length discrepancy. 1 patient had a transient sciatic palsy that recovered within six months. 1 patient had peroneal nerve palsy that recovered within six months. 2 patients had an unchanged abnormal hip congruency. 6 patients still used a cane postoperatively. 4 patients had restriction in walking a distance. A case of (B)(6) year old female had a radiological nonunion of the chiari osteotomy four years after surgery. A case of a (B)(6) year old female who had severe dysplasia and degenerative changes had a poor harris hip score. Postoperatively she developed extensive myositis ossification. A case of a (B)(6) year old male with a symptomatic left hip, had developed superolateral traction osteophyte. This report is for an unknown synthes pin/wire. This is report 6 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.